Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead has exhibited low out-of-range impedance measurements for the past year. Boston scientific technical services (ts) suspects that the ra lead has compromised insulation. No adverse patient effects were reported.